Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the jaw of the ar-8943-23 is cracked. The reported event event was confirmed as the evaluation revealed that the jaw shows several damages.the most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.

Event description:
It was reported that the jaw of the ar-8943-23 is cracked. There was no harm for patient, operator or third party reported. No further information received.